Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "digital videoscopic retrograde intrarenal surgeries for renal stones: time-to-maximal stone length ratio analysis". The literature reported the result of 100 cases of the videoscopic retrograde intrarenal surgery (rirs) by a single surgeon using olympus model urf-v, urf-v2 between january, 2015 and august, 2016. In the 100 cases of the rirs, 2 cases of acute pyelonephritis (clavien-dindo classification grade ii), and 1 case of ureteral laceration (clavien-dindo classification grade iii) reportedly occurred as postoperative complications. Further detailed information could not be obtained from the user facility at present. According to the number of the type of postoperative complications and the number of olympus devices used for procedure, omsc is submitting 4 medical device reports. This is 1 of 4 reports. (Acute pyelonephritis, urf-v).